Event description:
A physician was applying a fallopian tube clip. The metal spring exhibited bending and did not slide completely over the plastic jaws as it should. Another clip was placed successfully, but some manipulation of the applicator was necessary. No pt consequences were reported.